Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and elevated intraocular pressure. This exchange resolved the problem. For status of the eye (signs/symptoms) the reporter stated "borderline iop improving- still on gtts."